Manufacturer narrative:
(B)(4). Initial reporter #: (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Request for additional information was made prior to the submission of the initial med watch with no reply. However, additional information was recently obtained and noted that the described event of ¿stent underexpanded - (peripheral)¿ was further clarified with the account and does not meet the required criteria for medical device reporting as the information states the sds could not be introduced into the unknown guiding catheter. So this issue occurred before use outside of the patient¿s vascular system and therefore there is no potential harm or danger for the patient.

Manufacturer narrative:
Product was received, per visual examination, struts uplifted on proximal end of stent. Complaint conclusion: during a stenting procedure and during use on a patient, a genesis on pro stent could not be deployed. There was no report of patient injury. The procedure was finished successfully with another device. The device was stored and prepared according to labeling instructions. Additional information indicated that there were no difficulties reported during the withdrawal of the device. Additional information/clarification was received indicating that the sales rep discussed the event with the physician. Per the physician, the sds (stent delivery system) could not be introduced into the unknown guiding catheter. So this issue occurred before use outside of the patient¿s vascular system and therefore there is no potential harm or danger for the patient. The product was returned for analysis. One non-sterile long palmaz genesis peripheral stent 59 x 70mm on 135 cm opta pro .035¿ sds was returned. The stent was observed to be damaged. Per microscopic analysis the stent showed strut uplift. A device history record (DHR) review of lot 16057238 revealed no anomalies or non-conformances that can be associated with the reported event. According to the instructions for use the user should; prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Gain access at the appropriate site utilizing the csi (catheter sheath introducer) size recommended on the label. Caution: always use a csi for the implant procedure to protect the puncture site and, in the case of biliary stenting, the liver tract, and to avoid dislodging the stent from the balloon. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. The event ¿stent - strut uplift-proximal (peripheral)¿ reported by the customer was confirmed due to the condition the stent was returned in; however controls are in place to detect damage in the stent during manufacture. The other event ¿stent delivery system (sds) - impeded" reported by the customer was not confirmed, as function analysis could not be performed due to the strut uplift. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a stenting procedure and during use on a patient, a genesis on pro stent could not be deployed. The procedure was finished successfully with another device. The device was stored and prepared according to labeling instructions. There was no report of patient injury.